Event description:
Bipolar forceps noted to spark with pedal in use. Another forceps was brought in and same problem was noted. Forceps and bipolar cord removed from the surgical field. Bovie unit removed from room.